Manufacturer narrative:
The incident occurred in netherlands. Alber is filing this report because the device is also marketed and sold in the u.s.

Event description:
On 01apr 2026, while attending an evening course, the patient was maneuvering the wheelchair around classroom furniture. A chair was obstructing the patient's path. While holding onto a standing-height table with the left hand and moving the chair with the right hand, the wheelchair allegedly began moving forward under power without intentional activation of the drive control. The device had been switched on; however, the drive function had not been intentionally engaged. The wheelchair continued driving forward despite the patient attempting to counteract the movement. The patient's knees became trapped beneath the table, and the upper body was pressed against the tabletop. The force generated caused the front of the wheelchair and subsequently the table itself to lift from the floor. The wheelchair then tipped backward over the anti-tippers, causing the patient to fall backward and strike the back of the head on a concrete floor. The patient was evaluated by a general practitioner the following day and diagnosed with a mild concussion, multiple contusions, and probable left thumb subluxation. Additional symptoms included dizziness, nausea, generalized muscle pain, and persistent headache lasting more than one week. Recovery subsequently improved.